Manufacturer narrative:
No relevant testing could be performed. Since the lot number was not available, the batch records and the complaint database could not be reviewed for relevant deviations and similar complaints. This case has been closed due to missing information. No relevant testing could be performed. Since the lot number is unknown, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken.

Event description:
(B)(4). On (B)(6) 2013 the patient experienced severe hypoglycemic event and was hospitalized. The patient was on pump therapy. On or about the morning the patient suffered a two minute full body seizure as a result of low level of blood glucose and received emergency medical care to control blood glucose level. On (B)(6) 2014 the patient was found nonresponsive in bed appearing to suffer from seizure. It was also determined the patient had a significantly low blood glucose level at that time. The patient received emergency medical care to manage and control blood glucose level. The two event were reported by legal representative via medtronic minimed. No further information available. The 2 events the complainant experienced will be reported individually with these 2 claim numbers: (B)(4).